Manufacturer narrative:
Concomitant medical products: product ID: 5071-35 l, implanted: (B)(6) 2008.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead and that there was oversensing noted on the electrocardiogram, short v-v intervals, high impedance and high rate non-sustained episodes on the rv lead. It was also noted that the left ventricular (lv) lead had an impedance warning triggered due to lv tip to rv coil pacing impedance being out of range. The alerts on the lv lead were turned off and both the rv and lv lead are scheduled to be repositioned. The rv and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was oversensing on near/far field signals, had noise and was fractured. The rv lead was explanted and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.